Manufacturer narrative:
The electronic records were downloaded and reviewed by the clinical affairs specialists. It was determined that the device did not contributed to the patient's outcome: there is patient data and ECG recordings from another device during the time the device in question had a lead off error message. This device was used in conjunction with a second lp15 device. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device their device would not display an ECG trace through any means. This issue may prevent the device from providing therapy if it were needed. The patient involved in the reported event is deceased.

Manufacturer narrative:
Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device their device would not display an ECG trace through any means. This issue may prevent the device from providing therapy if it were needed. The patient involved in the reported event is deceased.

Manufacturer narrative:
Clinical review was performed for the reported event: insufficient data within the file to determine the impact of the device use. There was inadequate contextual information from the patient¿s data file to identify the appropriate patient¿s event. In the medical judgment of these reviewers, it is unknown if the device caused or contributed to the reported outcome. A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device their device would not display an ECG trace through any means. This issue may prevent the device from providing therapy if it were needed. The patient involved in the reported event is deceased.